Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, the physician encountered problems deploying the biliary wallstent endoprosthesis with monorail delivery system. Additional information has been requested and is not available.